Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with mark air; this condition had the potential to interrupt delivery. This condition was found in the general patient ward upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of a flo-gard infusion pump with mark air was confirmed and reproduced during product evaluation. The unit was tested with primed tubing and it showed air alarm on display. This condition was caused by a defective air sensor. The air sensor was replaced and calibrated as per service manual to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.